Event description:
It was reported that recharging was too stressful for the patient, so a device change to a primary cell was made on (B)(6) 2012. It was stated that the patient did not feel stimulation, so the impedances were checked. It was noted that the impedances were measured to be more than 40,000 ohms. The leads were replaced and impedances then measured to be between 500-900 ohms, which was "normal." It was stated that the operation was successful. It was also noted that the physician believed that cause of the event to be a fall.

Manufacturer narrative:
Product ID 3777-45, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, model #3777-45, found that all eight conductors were broken 33.5 cm from the distal end of the lead. The breaks were on the distal side of the anchor site. It was suspected that the conductors were already breaking prior to the patient falling and the fall caused them to separate completely. Analysis of the lead, model #3777-45, found that the #0 conductor was broken at the distal edge of the #1 electrode where the epoxy had broken. At least four conductors had some filars broken 30.7 cm from the distal end of the lead. The conductors had not completely separated so these four circuits were not open but had higher than normal impedance. The filar breaks were at the distal side of the ez anchor location. It is suspected that during the patient fall, these four conductors did not completely separate like the other lead, although it is likely that the filar breaks already existed prior to the fall. Analysis of the anchors found no significant anomaly.

Manufacturer narrative:
(B)(4).